Event description:
The customer reported that the screen went blank during use. The customer contacted product support and reported that the screen went blank during use. The alarm light on the front panel came on. The screen is blank and the alarm led is flashing. The customer reports that the unit powers up and sounds like the unit is operating in the background. Product support advised the customer to replace the user interface assembly. Rp-user interface assy, 2nd gen, eng (p/n 453561528931) product support advised the customer to ensure that the unit has 2.10 software or higher. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out.

Manufacturer narrative:
G5: 510k: k102985. Per biomed the unit continued to work. Just the display failed. The biomed reported that that replacing the user interface assembly corrected the issue.